Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. The rise in the impedance appeared to be gradual. Technical services (ts) recommended programming options. No adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. At this time, no further information is available. Should additional information become available this report will be updated.